Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device emitted a burning rubber smell. This was noted during set-up of peritoneal dialysis. The technical services representative arranged a swap and discussed the use of manual supplies to complete therapy until the new device arrives. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4).. The device was returned for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional performance specification requirements per rite testing. Internal and external visual inspection was performed and no issues were noted. A short simulated patient therapy was performed and completed successfully. A service history review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. The reported issue of a burning rubber smell was not verified. Should additional relevant information become available, a supplemental report will be submitted.